Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2018-06751; reference MFR. Report#: 1627487-2018-06752. Follow-up revealed the reason for explant was due to the patient's scs system being deemed non-functional.

Manufacturer narrative:
Further information related to the sections below remain unknown at this time: date of implant, date of explant, initial reporter. Expiration date: july 2004, device manufacture date: july 2006. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-06751, reference MFR. Report#: 1627487-2018-06752. It was reported the patient's scs system was explanted and replaced with a competitor's device for a reason that remains unknown at this time.